Event description:
It was reported when using the bd pyxis¿ es server , user reported that users are having trouble login to all medstation pas-es after upgrading server to 1.8 using bio-ID. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device serial and section h device manufacture date. Upon investigation in this incident, it was determined that the login was slow. A technical support specialist (tss) connected to the station and re-installed the driver for all anesthesia stations. The patch had a bug, and the is team was working on a remedy. However, the customer informed that it had been handled by an upgraded team. The system functioned as intended after tss troubleshot the issue.

Event description:
It was reported when using the bd pyxis¿ es server, user reported that users are having trouble login to all medstation pas-es after upgrading server to 1.8 using bio-ID. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.